Event description:
This event was captured based on literature review of the article, optimal duration of clopidogrel therapy: the shorter the longer. It was reported that this is a meta-analysis of four trials involving 8,231 patients. The trials include use with multiple stents including the xience v stent and the xience prime stent. 12-month clinical outcomes were as follows in odds ratios: 1.15 % all-cause death (95% confidence interval); 2.64% major bleeding; 1.15 % myocardial infarction; 1.15 % stroke; very low stent thrombosis rates (ratio not specified). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication (07/09/2013). Date of implant estimated (07/09/2012). There were no reported product deficiencies. The reported patient effects of myocardial infarction, cerebrovascular accident (stroke), hemorrhage (bleeding), and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v referenced being filed under a separate medwatch report. The additional adverse patient effect of death referenced is being filed under a separate medwatch report number.